Manufacturer narrative:
Device label code for f10. Position 1 and 3: 1738. Position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for 17 hrs, the iab leaked. On 2/18/97, datascope received the mandatory medtwatch form from ecri; uf/dist rpt #kh-360079-1997-52 and the following was rpt'd: the intra-aortic balloon rutpured. The "failure" alarm sounded. Upon testing, blood was noted in the balloon catheter. The catheter was left in the pt due to coagulopathy. The intra-aortic balloon was removed the next morning after 20,000 platelets was given. On 3/5/97, the following info was rpt'd to datascope: the iab was inserted into the pt on 2/5/97. On 2/6/97 after iabp for 28 hrs, "check iab catheter" alarm sounded from the pump and blood was noted in the tubing. There were no complaints rpt'd from the event. The pt requires pressors and hemodyalysis. Event complications: unk - rpt'd 2/10/97; none - rpt'd 2/18/97, 3/5/97. Pt current status: unk - rpt'd 3/5/97.